Event description:
It was reported that a user of the ilet pump requested assistance entering a blood glucose value and was guided through the entry process, with a reported blood glucose of 252 mg/dl. Symptoms included hyperglycemia. Outcomes included no need for medical care escalation and no alarms. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed no device malfunction reported and no alerts during use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.